Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ blunt fill needle there was an issue with foreign matter. It was stated ¿there are black spots inside the sheath that holds the needle and there is something on the needle as well.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: one sample was returned, and was misplaced prior to investigation. Should the sample turn up, the response will be revised. Based on the verbiage of the complaint, there is probably epoxy on the needle, and embedded fm in shield. Qn review: no notifications were written for this batch, the associated assembly batch, or the molded shield batches in question. DHR review: assembly batch 7237693 had 132 visual inspections performed on 6,600 parts with zero defects noted. Three batches of shields were used in this assembly batch. Shield batch 7305603 had 46 visual inspections performed on 5,888 parts with zero defects noted. Shield batch 7236646 had 83 visual inspections performed on 10,624 parts with zero defects noted. Shield batch 7265514 had 78 visual inspections performed on 9,984 parts with one defect noted for embedded fm from the start-up of the mold. Investigation conclusion: possible root cause: the rack of needles fell against another rack coming in contact with uncured epoxy. Embedded fm in the shield is degraded material from the manifold of the shield press. It is generally present during start-up, and the mold runs until it is clear. That product is then scrapped.